Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that severe hemodynamic valve deterioration was also noted.

Manufacturer narrative:
Updated data: a2, b2, b3, b5, b7, g2, h6 note: a duplicate event was identified. Please reference regulatory report # 9617601-2025-03417 for information pertaining to this event. However, going forward, new, reportable information will be captured within this regulatory report # 9617601-2025-03205. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionally it was reported that following the implant of this transcatheter aortic bioprosthetic valve (tav) mild paravalvular leak was noted. Approximately five years, eleven months following the valve implant, valve failure was noted. The primary mode of valve failure was structural valve deterioration: predominant aortic regurgitation (ar). The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement procedure, tav-in-tav, was appropriate. Eleven days after the valve failure was identified, the patient was treated with re-intervention for the failed tav. A non-medtronic valve was implanted within the medtronic tav. No patient symptoms prior to reintervention were reported and no complications were reported as a result of this event. Additional information received indicated that prior to the valve-in-valve revision shortness of breath, fatigue, and ankle swelling developed. The patient was hospitalized 2 days prior to the valve-in-valve revision and discharged the day following the revision.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 11 months following the implant of a transcatheter aortic valve, the valve failed due to an unknown reason. A computed tomography (CT) scan was performed that revealed a possible pseudoaneurysm vs aneurysm in the left ventricular outflow tract (lvot) under the left coronary cusp (lcc).